Event description:
It was reported the switch failed to shut off as designed at the end of the 20-minute cycle. Examination and testing of the unit revealed no specific defect, but we were able to determine that the timer would occasionally malfunction. We attributed this report to an unusual product malfunction.